Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, after mapping and ablating the left pulmonary veins and the right superior vein, the guidewire became stuck in the catheter and the physician was unable to advance or remove it. Tissue was visible when the catheter was removed, the guidewire could not be removed as normal, when the catheter was removed the guidewire was outside the tip, no other catheter malfunctions were identified. The device was replaced, and the procedure was completed without patient complications.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. D4: unique identifier (UDI)#: we are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.